Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a detached sensor wire. After sensor removal, patient claimed sensor wire was flat on underside of sensor pod. No medical intervention was required. Dexcom has issued an rga for patient to return device to be investigated.